Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Outer insulation cosmetic esc throughout was observed. Electrical testing to determine continuity of the conductor(s) passed.

Event description:
It was reported, approximately eight years and two months post implant, the left ventricular lead dislodged. Consequently, a revision procedure for lead replacement was completed. No patient complications have been reported as a result of this event.